Event description:
Info received indicates the brake is not setting at one end of the stretcher.

Manufacturer narrative:
The tech found the brake linkage was broken and hanging down. The tech replaced the brake linkage to repair the stretcher.